Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen, button error or motor error alarms due to the blank display.

Event description:
The customer called to report a motor error alarm and the buttons not responding after the insulin pump was submerged in water. Troubleshooting was performed and the buttons still did not respond. The reported blood glucose reading was 185 mg/dl. Nothing further was reported.